Event description:
Pt placed in deep trendelenburg for robotic assisted hysterectomy. Strong smell of burning rubber noted, and popping noise heard. Upon inspection in operating room, smoke seen at base of or table. Table unplugged, smoke dissipated and smell remained. Pt remained safe and free of harm. Biomed and steris contacted to assess. Bed taken out of circulation. Bed inspected by biomed and steris. When base of table taken apart, it was noted that a moderate amount of red liquid has leaked into the base. It appears that this liquid dripped from the crease in the middle of the table. Unable to determine how liquid leaked and what the liquid substance was.